Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug (concentration and dose also unknown) via an implantable pump for spinal pain. It was reported on (B)(4) 2017 that the patient told the MRI (magnetic resonance imaging) scheduler, the pump no longer worked. It was unknown if the MRI was due to a problem with the device or therapy. The hcp knew no other details or who the patient¿s managing hcp was. No medical symptoms were reported. The date of the event was unknown. MRI guidelines were requested. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). A catheter event was alleged. The ¿tubing¿ was broken in two places. The event date was approximately (B)(6) 2016. The pump was delivering saline.